Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient database) that the patient did receive one positive curative test result. The patient's test sample was collected on (B)(6) 2021 at 1:11pm. The patient's sample resulted on (B)(6) 2021 at 3:23pm. The patient's sample initially resulted in a viral CT value of 36.5, which falls under the repeat range. The patient's sample was repeated and resulted in a viral CT value of 35.5, which falls under the positive range. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, the result for the patient's sample was reported correctly and any contamination to the patient's sample was ruled out based on the evaluation of the controls. The patient's sample was located on (B)(4) at position g1. Testing started on (B)(6) 2021 at 12:47am and the result for this test was released on (B)(6) 2021 at 6:19am with a viral CT value of 36.5. Since this result was in a repeat range and next to a highly positive sample, the patient's sample was retested on (B)(4) at position c2. The result for this test resulted in a viral CT value of 35.5, which falls in the positive range. The result for this test was released on (B)(6) 2021 at 3:55pm. Because the viral CT value of the repeat test (35.5) was very close to the viral CT value of the initial test (36.5), it can be concluded that the patient's sample was not contaminated. In addition, the repeat confirmed that the patient received a true positive result. In addition, (B)(6) contained several empty wells at positions a3, a4, a5, a6, a7, a8, a9, a10, a11, a12, b3, b4, b5, b6, b7, b8, b9, b10, b11, b12, c3, c4, c5, c6, c7, c8, c9, c10, c11, c12, d3, d4, d5, d6, d7, d8, d9, d10, d11, d12, e3, e4, e5, e6, e7, e8, e9, e10, e11, e12, f3, f4, f5, f6, f7, f8, f9, f10, f11, f12, g3, g4, g5, g6, g7, g8, g9, g10, g11, g12, h3, h4, h5, h6, h7, h8, h9, h10, h11, h12 - all of which displayed no human or viral amplification. Therefore, curative has no reason to believe that the patient's sample was contaminated by any of the surrounding positive samples. (B)(4) was created in plating using the hamilton automation method ((B)(4)), extracted using the kingfisher method ((B)(4)). The lot numbers of the reagents used were: lysis 18753300, bbd 18816100, bbd 2-propanol shbm8301, wash wbe 18724000, wash wbe 2-propanol shbm8301, ethanol shbm05942, and elution 201712. Mastermix from batch 99 was used for pcr. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. A customer success team member responded to the patient on may 25, 2021 via email and explained to the patient that their sample was processed and resulted correctly. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.

Event description:
The patient claims she received a false positive. The patient tested on (B)(6) 2021 and the result came back positive. The patient then tested again on the (B)(6) 2021, and the results from those tests came back negative.